Event description:
The patient's mother reported that, over the past 2 weeks, her son encountered 3 infusion set headsets on which the insertion/guide needle appeared to bend during insertion into the infusion site on his buttocks. She stated that the needle appears to be "straight and normal" before it is inserted. Then, when inserted, the needle was difficult to remove because "it is bent about 4mm down on the needle". She stated that her son rotates his infusion sites properly and there is no scar tissue or irritation at his sites. She conveyed that he inserts his own headsets and is very thin. When he encountered each headset with a bent needle, he replaced the headset. They combine all his boxes of infusion sets into one drawer, so she was not sure if all 3 infusion sets were from the same box. During troubleshooting, she was advised regarding insertion techniques. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.